Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. Following an implantation of a 2.25x12 promus premier stent distal to the target lesion, a 3.00x24mm promus premier drug-eluting stent was then advanced to treat the target lesion. However, during deployment, the physician noticed that there was a little bit more expansion at the proximal area than on the other portion of the stent. The stent delivery was system was removed and angiography was performed which revealed a type 2 to type 3 vessel perforation. Subsequently, a 3.5 emerge balloon catheter was then inflated 3 times at nominal pressure for 3 minutes. The physician reverse the heparin with protamine about 30mg and still the perforation and perfusion was not resolved. The physician used another 3.5x28mm promus premier stent and deployed it in an overlapping manner over the 3.00x24mm promus premier stent but still, it did not resolve the problem. The physician proceeded with a 3.5x16mm non-bsc stent to cover up the perforation and was successful. Post-dilatation was performed using a 3.0 nc emerge balloon catheter and the procedure was completed. The patient was stable though the hemodynamic pressure dropped during perforation. Levophed was administered but was discontinued after the perforation was stabilized. Echocardiogram was performed which revealed absence of fluid in the pericardial sac. No further patient complications were reported and the patient was doing fine.